Event description:
The machine indicates it is fully charged when in fact it is not. It will run for 15 minutes instead of the two hours a full charge would provide. Since this is a life support device, this is a critical issue. The MFR response for the rotaflow console was the MFR was unable to reproduce the problem, but generated a customer complaint. We are waiting to hear back from headquarters before moving forward.